Event description:
It was reported that as the patient was walking down the street, the patient received several shocks due to noise and oversensing. The oversensing was on the tip to ring. There was also a report of impedance spike and possible lead fracture. The patient also called to report receiving multiple shocks while "not having a heart attack". The patient understood the "lead was coming apart". The patient had lead "turned off" and recently heard beeping from the device. Several follow up attempts were made and no information was obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the lead had been capped and replaced. The lead was recently explanted and returned to the manufacturer.